Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. According to the complainant, the patient experienced the following as results of the implantation, on (B)(6), 2009 the patient presented with increased urinary urgency, urinary incontinence, and stress incontinence; she was prescribed cipro medication. On (B)(6), 2009 after symptoms continued she was examined and diagnosed with urinary stress incontinence and bladder urgency. On (B)(6), 2009 the patient was implanted with obtryx transobturator mid-urethral sling system and obtained some relief from the stress incontinence. On (B)(6), 2009 she presented with urinary urgency and stress incontinence and on (B)(6), 2009 complained of dysuria, urinary frequency, urinary urgency and was diagnosed with a urinary tract infection. On (B)(6), 2010 the patient presented with severe urinary tract infection symptoms including blood in her urine, abdominal pain, lower back pain, burning and urgency. On (B)(6), 2012 the patient experienced severe abdominal pain and on (B)(6), 2012 presented with severe symptoms of a urinary tract infection. On (B)(6), 2013 the patient underwent a urodynamics test and cystoscopy; no evidence of mesh erosion was found and no evidence for stress urinary incontinence was demonstrated. The voiding cystourethrogram test showed significant small cellules in the bladder contour. On (B)(6), 2013 the patient underwent urethrolysis with sling revision surgery. Post procedure she was able to void spontaneously, had adequate pain control with medication and was able to walk without difficulty. Prior to surgery it was also noted the patient experienced episodes of leakage, nocturia, inability to fully empty her bladder, constant pain in her lower abdomen and back, constant severe urinary tract and kidney infections and the inability to have sexual intercourse due to the pain. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).